Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00087, 2017865-2021-00091. It was reported that the patient presented in clinic for a follow up. The patient underlying rhythm was low. The patient occasionally felt dizzy. Upon interrogation, pacing inhibition due to right ventricular (rv) lead noise oversensing, low, out of range, pacing lead impedance and low sensing were observed. The rv lead noise was reproduced via isometric testing. Noise and low pacing impedance on the atrial channel were also noted. Rv lead revision was performed on (B)(6) 2020. A new lead could not be implanted due to stenosis in the vein. It was mentioned that accessing from the right side would be made. The patient was given home monitor for heart rhythm monitoring.

Event description:
New information received notes that the old ra and rv leads remained in situ, and new leads were implanted from the right side on (B)(6) 2021. The patient was doing well and being monitored.